Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wearing a wrap and "got a burn from it". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information as to why the consumer received a burn; the evaluation did not show any device malfunction, there were no obvious defects to the returned wraps. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This complaint was not confirmed to have a manufacturing related root cause for the complaint of adverse event safety request investigation. A site investigation was conducted on production records, the return sample was evaluated at the site; a device malfunction was not identified during records review nor in the evaluation of the returned sample. There is no further investigation or actions needed.

Event description:
Event verbatim [preferred term] I got a burn from it [thermal burn] , did not check skin under the product while wearing thermacare/read the usage instructions on thermacare before using the product [intentional device misuse] , got hot very fast, started to burn [device issue] , it leaked and it burnt my skin [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain, device lot number w00414, expiration date dec2020), via an unspecified route of administration from an unspecified date for neck pain. Medical history included neck pain and disc issue. The patient is currently under the care of a physician for the neck, the disc. The patient's concomitant medications included unspecified other medications. The patient did not think that had anything to do with the thermacare. The patient reported she applied the heatwrap for less than 8 hours. It got hot very fast, started to burn and patient took it off. It was itchy a little bit after like a day or so and then realized she got a burn from it. When the patient saw the heatwrap on the news she said that it must be what happened "it leaked and it burnt my skin." The burn is still there, little bit of the mark but it is healing. There is a mark there from where it leaked. The patient did not do any treatment for it, just left it alone aside to heal. Subsequently the consumer was asked to clarify whether there was any leakage, from either the heat cell contents or from the thermacare heatwrap. She stated, 'this happened months ago, and she cannot confirm whether there was any leakage, from either the heat cell contents or from the thermacare heatwraps multi-purpose joint pain product'. The patient classifies skin tone as "fair", denies sensitive skin or abnormal skin conditions. The patient has previously used thermacare, but has not experienced the same problem/symptom during previous use. The patient has previously used other heat products for pain relief, but has not experienced the same problem/symptom during previous use. The patient was not sleeping while wearing the product, did not wear several layers of clothing over the thermacare product, did not wear anything snug or waist band, belt or similar or prolonged car ride, did not engage in exercise while using the product, did not check skin under the product while wearing thermacare, was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced, and did not consult a healthcare professional for the problems/symptoms. The patient read the usage instructions on thermacare before using the product. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of burn, got hot very fast, started to burn, it leaked and it burnt my skin is recovering. The outcome of the other events was unknown. The patient has product remaining. According to product quality complaint, the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wearing a wrap and "got a burn from it". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer returned sample did not provide any additional information as to why the consumer received a burn; the evaluation did not show any device malfunction, there were no obvious defects to the returned wraps. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This complaint was not confirmed to have a manufacturing related root cause for the complaint of adverse event safety request investigation. A site investigation was conducted on production records, the return sample was evaluated at the site; a device malfunction was not identified during records review nor in the evaluation of the returned sample. There is no further investigation or actions needed. Follow up attempts are completed. No further information is expected. Follow-up (03dec2018): this follow-up report is being submitted as a non-serious, reportable medical device report. Additional information received on 12feb2019, 18mar2019 and 25mar2019 from product quality complaints includes investigational results, on 07mar2019 from a contactable consumer includes consumer comment. Follow up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the patient identified that the heatwrap leaked. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: based on the available information, the patient identified that the heatwrap leaked. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.